Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection; however, a field service engineer was dispatched to the end-user facility and confirmed the reported event. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a defective power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device lamp does not light up. The issue occurred during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.